Manufacturer narrative:
The reading provided by the patient should have stated 254mg/dl and the symptoms experienced include shaky and sweaty.

Manufacturer narrative:
Follow-up # 3: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue of extra strips returned in the vial was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested the csr follow-up with the patient for additional questions however the patient could not be reached. The patient reported that the alleged meter issue began a few months ago when a reading of 103mg/dl was obtained using the subject device which the patient felt was high compared to her feelings and/or normal results. The patient stated that she manages her diabetes using pills, diet and/or exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of light-headed and shaky a few months after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly, the testing procedure was correct and the test strips were not expired. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.